Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that while interrogating device to determine battery level (has reached normal eos), it was discovered that contact 8 had an impedance of greater than 10k ohms. Patient states stimulation therapy had been effective until battery depletion occurred. The issue was resolved at the time of the report. Additional information was received from the manufacturer representative (rep). The rep reported that future surgical intervention was to address normal battery depletion. The replacement surgery had not yet been scheduled.